Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. Additionally, the patient stated that they reused the same supplies from their previous therapy and was connected during priming. The technical services representative explained to the patient that they would need to end therapy and start over with new supplies. The technical service representative also reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.